Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) declared a fault code 01 due to extended out of range charge time of 45.1 seconds with a battery voltage of 2.18 v. In addition, the device was in normal status, with the battery gauge indicator as normal. A boston scientific technical services (ts) engineer was contacted to assist in additional information regarding the fault code 01 and how to proceed. After review, the engineer's analysis confirmed that this fault code 01 indicated that the shocking capacitors were not charged to the programmed voltage within 45 seconds after the start of charging on the device. The agent also explained that the device will trigger end of life (eol) which emits patient's warning tones. It was advised that the patient be scheduled for device replacement and closely monitor as therapy is not guaranteed at eol if the patient is pacer dependent. A replacement procedure was scheduled for this patient in the near future. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
At this time the device remains in service. A final report will be sent after information is received of the revision procedure. If the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
Additoinal information was received and this device was explanted and replaced. No adverse patient effects were reported. The device willl be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.